Event description:
It was reported the luer lock became disconnected. Customer reconnected the luer lock and resumed insulin delivery. Customer had elevated blood glucose levels (393 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.